Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were there any allegations of malformed staples during this procedure? Can more information be provided on the use of the snow. Was the excess snow irrigated prior to completion of case? No. What is the current patient status? Patient being followed still with stent in place to help seal leak hopefully permanently. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the physician had a mid body sleeve leak approximately 2-4 weeks ago utilizing our plee60a stapler. It was reported to me that there was oozing in the area of the 3rd of 4th staple line during the case and surgicel original was used and left behind to help stop this. Unfortunately the patient came back later with a mid body sleeve abscess and suspected leak in that area that had to be addressed endoscopically with stents. Did have bleeding at spleen so snow was used, post operatively the patient developed a mid-body sleeve abscess and suspected leak that was managed with endoscopic stenting. The surgeon stated that there was nothing different about these patients- not especially high risk, pretty normal. No leak test is performed on sleeve patients, only gastric bypass.